Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided. Please see 3005751028 - 2020 - 00006.

Event description:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect manufacturing site. The initial report was forwarded in error and should be voided. Please see 3005751028 - 2020 - 00006.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip procedure. Subsequently, the patient experienced an index dislocation years before the revision surgery that occurred 11 years later. Attempts have been made and additional information on the reported event is unavailable at this time.